Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2021.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. During the procedure, a 3.00 x 16mm promus elite drug-eluting stent was noted to be malformed.